Event description:
Per customer, the catheter tore off near the 2 cm marker seven days after placement. The dome and 2 cm of the catheter were removed endoscopically as one piece as the remainder of the device had fallen out of the pt's body. There is also a crack near the 4 cm marker. Only the outside catheter is being returned, not the dome and 2 cm portion of the device.